Event description:
It was reported that the device failed preventative maintenance and had travel clutch error. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Visual evaluation of device found the bottom case was cracked. Analysis was unable to replicate the primary problem with functional testing. Found the leadscrew, and the right and left clutch halves to be worn, as the cause of the primary problem. Replaced the worn leadscrew, right and left clutch halves as a preventative measure. Pump passed all functional and delivery tests.